Event description:
(B)(4). Initial report received on 18-sep-07: this non-serious, spontaneous report was received from a consumer via our affiliate in (B)(4). (B)(4). This report involves a female patient who was administered sculptra (poly-l-lactic acid) for unknown purposes in (B)(6) 2006 (dosage not provided). No medical history or concomitant medications were reported. This patient reports that in (B)(6) 2006, approximately four weeks after sculptra was injected, she developed a nodule at the corner of her mouth. She massaged the area as directed by her physician, but the nodule did not go away. (B)(4): brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.